Manufacturer narrative:
Gtin: (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the blade was flaking and broke in half, all pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: blade broken inner tip. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure such as bending or prying. (B)(4).

Event description:
It was reported the blade was flaking and broke in half, all pieces were retrieved.